Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
During periodic maintenance, the field service engineer (fse) evaluate the error logs and confirmed the occurrence of an alarm light emitting diode (led) failure. The fse performed troubleshooting. The condition was not duplicated. The power led has illumination failure, therefore the fse recommended the replacement of the power switch overlay. There was no patient involvement. The fse replaced the power switch overlay. Periodic maintenance was completed, and no additional abnormalities were confirmed. The unit was checked, cleaned, and functionally tested.

Manufacturer narrative:
G4:11feb2021. B4:19feb2021. H11:g5:k102985. H10: failure analysis on the returned panel switch panel assembly shows that the panel switch was tested, and it was determined that the power ac (amber) led trace was found broken that created the led not to illuminate continuously. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.